Event description:
During a follow-up, episodes of post-paced t-wave oversensing (pptwo) and fusion due to undersensing were observed on the device. No intervention has been performed at this time. The patient was stable and will continue to be monitored.